Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "attempt is made for insertion through the right subclavian using anatomical landmarks. Seldinger technique is performed with a single needle pass. Venous return is achieved on the first attempt. Metallic guide wire is advanced, followed by dilator insertion and passage of a trilumen catheter. Upon retrieval of the metallic guide wire, it becomes kinked, requiring replacement of the central venous catheter set due to product defect. A new subclavian puncture is performed with loss of resistance, but vascular access is not achieved. A second attempt is made and it is decided to perform right jugular cvc placement, and the cvc is successfully inserted" no patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of swg unraveled was confirmed by visual inspection of the customer supplied photos. The images showed an unraveled guidewire advanced through a catheter with evidence of use. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "attempt is made for insertion through the right subclavian using anatomical landmarks. Seldinger technique is performed with a single needle pass. Venous return is achieved on the first attempt. Metallic guide wire is advanced, followed by dilator insertion and passage of a trilumen catheter. Upon retrieval of the metallic guide wire, it becomes kinked, requiring replacement of the central venous catheter set due to product defect. A new subclavian puncture is performed with loss of resistance, but vascular access is not achieved. A second attempt is made and it is decided to perform right jugular cvc placement, and the cvc is successfully inserted". No patient harm was reported. The patient's condition is reported as fine.